Manufacturer narrative:
Analysis found the unit had a loud motor noise during rewind due to faulty motor. However, the unit passed the excessive no delivery, prime, and displacement tests. No unexpected no delivery alarms were noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she received no delivery alarms she could not resolve. Her blood glucose was 218 mg/dl at the time of incident. The customer stated that the insulin was not expire or denatured. She stated that the sites were rotated and avoided scar tissue. The customer was advised to discontinue use of the device and revert to back-up plan until replacement pump arrives. The insulin pump will be returned for analysis.